Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v838980, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was stated that the implantable neurostimulator (ins) never worked. The patient had multiple reprogramming sessions and ¿it worked for 30 minutes and then it just quits.¿ the patient could not feel stimulation. It was stated that therapy worked during the trial. The patient last saw her healthcare provider (hcp) a couple months ago. The patient increased stimulation from 2.7 to 3.4volts and felt simulation in the rectal area. The patient was to try that setting and monitor symptoms. Additional information received 26 days later that patient therapy had not been working since implant .it was indicated that patient was leaking all the time, which started couple months after implant but cannot remember for sure. Pt reported healthcare provider( hcp) had done reprogramming several times and therapy was working while pt was at( hcp) 's office but once she left the office the therapy was not working. The patient reported she was on program 1 at 4.1v and not feeling stimulation with on / lighting bolt icon. The patient indicated that she was not getting relief from therapy or feeling stimulation sensation. Patient reported not having a fall or trauma and wanted to know what was causing the therapy not to work for her. It was indicated that patient wanted manufacturer representative present for programming session before she would be deciding to have the neurostimulator (ins) removed. The patient reported loss of therapeutic effect and never having therapeutic effect. Additional information received 3 days later indicated they were not planning on using device but not scheduled explant yet. It was added that the device was programmed on (B)(6) 2013 with adequate stimulation achieved,however positional nature noted that patient could not sustained stimulation with movement. A follow-up report will be sent if additional information becomes available.